Event description:
It was reported that the battery of a t: slim x2 pump would not charge, and the screen remained dark, preventing attempts to turn the pump on. The blood glucose level of the customer did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support guided the customer through various troubleshooting steps, including checking connections and trying different charging supplies. The issue was resolved by using a non-tandem wall adapter, and technical support advised against using third-party supplies unless necessary for troubleshooting. A replacement tandem wall adapter was sent via two-day shipping, and the customer confirmed that no further assistance was needed.